Manufacturer narrative:
A sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag not in original packaging, in decontaminated conditions; damage was noted. The reported issue was confirmed. The root cause was unable to be determined. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the tube had a broken connection. There has been no report of patient injury.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4 and g5 are unknown, no lot number has been provided. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.